Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No damage found on the lcd isolation tape noted. Pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer¿s blood glucose value at time of incident was 305 mg/dl and current blood glucose value was 229 mg/dl. Customer was having a lot of trouble with her pump right now her blood glucose value had been in the range of 300mg/dl so she gave shot. The drive support cap appears normal. The customer was assisted with troubleshooting and the display did not return. Customer did not want to do high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.